Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called regarding hospitalization due to high blood glucose. Customer stated that he has received no delivery alarms. Nothing further reported.